Event description:
Just prior to the onset of cardiopulmonary bypass, the device unexpectedly displayed an indication that suffested that the battery backup was not available. There was no reported adverse consequence to the patient as a result of this event.